Event description:
Skin graft mesher was chewing up donor site skin. A different blade was tried, but it was still chewing up donor site skin. A different mesher was used to complete the case. Mesher sent for repair.